Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A physician reported a posterior capsule tear during a laser assisted cataract procedure. The doctor switched to epi-nucleus on the phacoemulsification system and upon removal of the epi-nucleus a posterior capsule tear was seen. The doctor stated that the capsule was possibly weak. An anterior vitrectomy was performed.